Manufacturer narrative:
Some error messages appeared during surgical procedure but they didn't repeat anymore. We are unaware about operator/patient injury.

Event description:
The laser device had a failure that did not allow to use it. No adverse effects to patient were reported.